Event description:
On (B)(6) 2013, homedics received pictures which confirmed that a heating pad distributed by (B)(4) was involved in a fire. Although no model number was provided, the hand control clearly stated "(B)(6) by (B)(4)." According to the pt's attorney, she suffered second and third degree burns to her thighs and legs due to this fire. She was rushed by ambulance to the hospital and is following up with her treating physicians.